Manufacturer narrative:
The 2.0mm drill bit was returned with a broken off tip. The original length of the drill bit is 100mm, though the returned portion measures approximately 87 mm. The broken off piece was not returned, as the piece was left in the pt. Since a portion of the drill bit was not returned for investigation, all features were unable to be determined. Those features that are critical to the nature of the complaint were able to be confirmed and did meet the mfg requirements. Those dimensional features that were able to be determined also met the mfg requirements. A review of the device history record revealed no complaint-related anomalies. The device met all dimensional and visual criteria at the time of release. The complaint event is adequately addressed in this risk analysis document and does not require any mitigation. The drill bit in terms of design and material is appropriate for its intended use.

Event description:
While using a 2.0mm drill bit to drill a hole in a pt's ankle, the tip of the drill bit broke off and was left in the pt.